Manufacturer narrative:
DHR review cannot be completed at this time as the product was not returned and a lot number was not provided. To date, multiple communication attempts have been made to retrieve the product and lot number. It was reported, that the surgeon determined there was no malfunction of the device and the devices were discarded during the adjacent segment revision case. Therefore the devices were not returned and could not be evaluated. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the longevity the degree of post lateral pseudarthrosis or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause of the implant being posterior from intended placement cannot be determined.

Event description:
Patient underwent a plif procedure at l4-l5, original surgery date unknown. Reportedly, the radiograph noted the right implant at l4-l5 was now posterior from intended placement. Patient condition at the time of the event is unknown. Revision surgery is planned to address adjacent segment disease.